Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Detachment of components. Perforation or other acute or chronic damage of the ivc wall. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Deep vein thrombosis. Caval thrombosis/occlusion. Extravasation of contrast material at time of venacavogram. Air embolism. Hematoma or nerve injury at the puncture site or subsequent retrieval site. Hemorrhage. Restriction of blood flow. Occlusion of small vessels. Distal embolization. Infection. Intimal tear. Stenosis at implant site. Failure of filter expansion/incomplete expansion. Insertion site thrombosis. Filter malposition. Vessel injury. Arteriovenous fistula. Back or abdominal pain. Filter tilt. Hemothorax. Organ injury. Phlegmasia cerulea dolens. Pneumothorax. Postphlebitic syndrome. Stroke. Thrombophlebitis. Venous ulceration. Blood loss. Guidewire entrapment. Pain. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient presented initially for lumbar radiculopathy, hypothyroidism and disc herniation with prior history of deep vein thrombosis (dvt) and pulmonary embolism (pe). Subsequently, the patient was admitted to the hospital for lumbar laminectomy at multiple levels. A post operative CT revealed bilateral pulmonary emboli and ultrasound of lower extremities showed thrombosis involving the left popliteal system. The patient was treated with anticoagulation and a vena cava filter was deployed via right internal jugular access. Afterwards, the patient complained of increasing pain was found to have an increased degree of swelling, both in the left lower extremity and venous doppler ultrasound was performed and revealed progression of dvt in the lower left extremity. Medications were continued, however, approximately six days after filter placement, the patient was found to be unresponsive and a code blue was initiated. Despite all measures, the patient expired with the cause of death noted as pulmonary embolism post lumbar disc decompression with the manner of death shown as natural. After internal examination, the filter was noted in the vena cava containing fresh blood clots and fresh thromboembolus in the lungs. There was no further information noted. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. A vena cava filter was successfully deployed following a post operative CT which revealed bilateral pulmonary emboli and a ultrasound of lower extremities showing thrombosis involving the left popliteal system. Approximately six days after filter placement, the patient was found to be unresponsive. The patient expired with the cause of death noted as pulmonary embolism post lumbar disc decompression with the manner of death shown as natural. Based on the provided medical records it cannot be confirmed if the pe experienced by the patient was the pe identified prior to filter deployment or new pe after filter implantation due to the short time the filter was implanted. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information received: it was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced a pulmonary embolism. Additionally, it was reported that the patient expired.